Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was above 600mg/dl. Reportedly, the customer took no action to address bg level, and reverted to manual injections for insulin therapy.